Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the battery compartment was found to be cracked at the threads on the side. The pump case base was also cracked between the keypad and the case seal. Moisture corrosion was observed on the display screen inside the pump. During testing, a leak test failed due to a battery compartment leak and a base leak. The returned battery cap secured tight to the pump and maintained electrical connection. The pump was powered on to a hard ¿call service (cs) 056¿ alarm upon start up; therefore, the remaining steps were unable to be adequately investigated for the reported ¿no power¿ complaint. The pump¿s cover was removed; further moisture corrosion was found to the power circuit, the display flex and the eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.